Manufacturer narrative:
(B)(4).

Event description:
It was reported that the physician noted a cloudy coating on top the device header. The device was implanted with good lead connections and normal electrical measurements. The patient was stable before, during and after the procedure.